Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device display was missing segments. There is no report of patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue, and it has been isolated. Actions has been taken under remedial actions efforts. Complaint trends will continue to be monitored.